Event description:
Caller states that the following readings were obtained on a patient with two inform meters within 10 minutes: 30s-range mg/dl (inform system 1) and 140 mg/dl (inform system 2). Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with (B)(6) for the inform system 2.